Event description:
Reporter alleged obtaining a discrepant blood glucose value of 164 mg/dl back to back with a result of 83 mg/dl when testing was performed within 10 minutes on the aviva sys. Reporter stated that at a different time another comparative test of 109 mg/dl was performed back to back with a result of 61 mg/dl within 10 minutes on the same sys. Reporter indicated she was experiencing some hypoglycemic symptoms during the time of the second group of comparison testing. Reporter stated that she self-treated with candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.